Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal sufentanil 100 mcg/ml at 55.01 mcg/day, bupivacaine 5 mg/ml at 2.7505 mg/day, and unknown morphine 10 mg/ml at 5.501 mg/day via an implanted pump for non-malignant pain. It was reported the patient did not feel like her pump was working right. It was further reported since current pump has not been working the patient had been in and out of the emergency room and the patient continued to experience signs of withdrawal. The patient thought that the drug may not be dispensing correctly because she was not getting proper pain relief from pump, but at refills the healthcare provider (hcp) told the patient that there have been no volume discrepancies so now the patient thought that the catheter may not be in the correct location to provide desired pain relief. It was also reported the handset was locking her out noting this started happening for about 4-5 months. The patient thought this had happened before with this pump but said that on a pump report she saw that the pump clock was 58 minutes ahead of the programming clock and it was reset back to the programming clock. It was clarified the patient said that hcp had done some troubleshooting regarding issues above (different tests, they checked to make sure the catheter was properly dispensing) and the patient thought the catheter may not be in the right location but didn't know this for a fact. The reason for the call was to troubleshoot advice to determine the cause of the pump issues and the patient was to follow-up with the hcp. The event date was (B)(6) 2018 (date of implant). No further complications were reported.